Event description:
Caller reported experiencing over-bolusing at night, leading to low blood glucose levels below 54 mg/dl. Specific blood glucose values were unknown, but actions were taken to address the issue. The customer used dexfore tablets and consumed juice or cookies to resolve the low blood glucose levels. No assistance from a third party was required. Customer support advised monitoring the pump and following up as needed.